Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) field service engineer (fse) was dispatched to the customer site to investigate the discordant low calcium results. The fse replaced the sample probe, and verified that the instrument was performing within specifications. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant calcium results were obtained on 14 patient samples using a dimension vista 500. Abnormal assay flags were generated for 8 patient sample results. It is unknown if the initial results with an abnormal assay flag were released to the physician.the results were not questioned by the physician. The samples were repeated using the same sample on an alternate dimension vista 500 analyzer and the repeat results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.